Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 59 mg/dl compared to readings of 173 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into c zone, showing difference in values to be clinically significant. The length of sensor wear was 3 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Performed an smu (source measurement unit) test using milled slot into sensor casing to ensure the sensor's electronics were functioning correctly, however results were not within specification. A further extended investigation was conducted. Visually inspected the sensor and no issue were observed. The watermark was observed at the base of the sensor tail. Sensor was milled in previous phase to perform smu (source measurement unit) test. Milled slot was observed to be misaligned. A slot was milled into the sensor. Visiually inspected milled slot and no issues were observed. The sensor data in initial scan file was reviewed and sensor was observed to be in state 8 (error termination). Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Performed an smu (source measurement unit) test using using a simvivo test fixture and a l2 to l3 adapter. To ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The misaligned slot caused interference with the l2 to l3 adapter fixture used in phase 1. The new slot allowed proper connection to be made with the adapter and passed the functionality testing. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d4 (serial number) was updated from 0q0ffy22k to 0q0ffyz2k based on returned product download, all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 59 mg/dl compared to readings of 173 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into c zone, showing difference in values to be clinically significant. The length of sensor wear was 3 days. There was no report of death, serious injury, or mistreatment associated with this event.